Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, defect of the cable upcv17ex0c caused the event. Root cause of failure cannot be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center received a b30 scope communication error code. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found scope ID data communication failure. There was no image due to nozzle failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.